Manufacturer narrative:
Visual examination of the working element finds charring/carbon deposits on the inside of the actuator block coincident to the area where the active cord attaches to the electrode. A ke-26 electrode was returned with unit. The distal end of the electrode rod also has charring/carbon deposits. The stainless steel tubes on the working element have numerous dents. Note: the active cord has not been returned with the instrument set, preventing a full assessment of the potential causes of the incident. The charring/carbon deposits on the actuator block and electrode were likely caused by an incomplete assembly of the electrode to the active cord. The proper procedure noted in the IFU requires the electrode to be fully inserted until it locks in place, then the cord is to be pushed into the opening and engaged with the side of the electrode tip. If the user assembles the pieces incorrectly by inserting the dac cord first followed by the electrode, the electrode cannot be forced into the jaws of the dac connector and instead is loosely butting against the connector jaws. This situation results in an intermittent connection that produces arcing and sparking between the two pieces. The appearance of the electrode tip supports this contention due to the fact that only the distal tip of the electrode exhibits the damage noted.

Event description:
The iglesias working element started smoking during a procedure. There was no pt or staff injury.